Event description:
Symptoms: facial droop, unable to speak and unable to move right side of body. It was reported that during the procedure the pt experienced a stroke in 2005. There was tandem lesion in the proximal lcc near the aortic arch. This lesion complicated the carotid arteriogram and the lic stent placement. Before the embolic protection device was deployed or the sheath was advanced, a 7mmx18mm balloon expandable stent was placed in the lcc. The sheath was advanced through the stent and the embolic protection device was deployed. The remainder of the procedure was routine. During the procedure, the patient became unable to speak and unable to move the right side of her body. Cerebral angiography at the end of the procedure showed a left anterior cerebral artery embolus in a branch vessel. Performed neuro-thrombolysis with a microcatheter and injected 20mg of activase in 1mg aliquots at a rate of 1mg/2min. This resulted in near complete thrombolysis.